Event description:
The customer's daughter provided further details regarding the customer's passing. The customer passed away at home. The caller stated that the customer had been in the hospital two days prior to passing, due to a bad fall. The caller stated that the customer's fall was very bad but the customer was released home very soon and the cause of death might have been stroked which stemmed from the fall. The caller stated that the customer's blood glucose was fine. The customer had kidney failure, heart disease and had a stent inserted approximately six weeks prior to passing. The customer had congestive heart failure. The customer's blood glucose at the time of death was unknown. However, the last recorded blood glucose value in the insulin pump or the glucose meter was 118 mg/dl on (B)(6) 2015 at 3:51 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Insulin pump will be returned for analysis.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information can be found in this report.

Event description:
It was reported that the customer died in their sleep on (B)(6) 2015. The next of kin was contact a few times and each time they asked to be contacted at a later time. On (B)(6) 2015, an attempt was made to call the next of kin; however, we were only able to leave a voicemail. On (B)(6) 2015, a call back request letter was sent. No further details regarding the passing of the customer are available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.